Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 59-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical status consistent with scai shock stage d, required hemodynamic support with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 16:45. During impella support, the patient was noted to have red-colored urine with laboratory findings of elevated lactate dehydrogenase and plasma free hemoglobin, and hemolysis was diagnosed based on plasma free hemoglobin testing hemolysis occurred during impella cp support in the setting of pump interaction with the mitral apparatus that resolved with repositioning, with no confirmed device malfunction identified, and the patient survived following device explant. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. D4 serial number and UDI number updated. G1 MFR site name, danvers, removed. H6 component code changed to g07003. The investigation for the mechanical interaction with blood/ hemolysis has been completed. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. The investigation for the device in wrong position has been completed. The cause of position issue was not determined due to insufficient clinical details and no product was returned.

Event description:
Clinical narrative update: hemolysis occurred during impella cp support in the setting of pump interaction with the mitral apparatus. It is unknown if the hemolysis was resolved. Clinical narrarive: a 59-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical status consistent with scai shock stage d, required hemodynamic support with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 16:45. During impella support, the patient was noted to have red-colored urine with laboratory findings of elevated lactate dehydrogenase and plasma free hemoglobin, and hemolysis was diagnosed based on plasma free hemoglobin testing hemolysis occurred during impella cp support in the setting of pump interaction with the mitral apparatus that resolved with repositioning, with no confirmed device malfunction identified, and the patient survived following device explant. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.